Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received reporting that the adc device would not turn on by button press or test strip insertion. As a result, on (B)(6) 2022, the customer was unable to treat themselves and was provided an unspecified injection by parent for hyperglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.